Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: since the device evaluation could not reproduce the reported problem, it is possible that there was a problem with a product (endoscope) other than this product. Alternatively, since the lock mechanism of this product was found worn, it is possible that the lock mechanism wore out due to long-term repeated use and due to the age of the device; it's possible that this affected the image transmission between the endoscope and the video processor coupled with wear on the endoscope side, resulting in no image or a poor image.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event could not be confirmed. However, the mechanical lock was found to be worn at the socket. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use the system connector was found to be faulty resulting in either no image or poor image.